Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0956-2020. (B)(4). S/w 3.18e. P-cap locked in place properly during testing. Unit passed displacement test properly. However, partially detached retainer, cracked reservoir tube lip, cracked keypad at select button, cracked case(battery tube) and cracked battery tube threads.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.